Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomaly or failed battery test anomaly noted.pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had alarmed low battery, and failed battery test. Failed battery test troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was instructed to check contacts on the battery cap for damage. Troubleshooting for damage was performed as the customer reported that a quarter of an inch wide by half inch long was broken from the top of the battery compartment. The customer was unsure how the damage occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.